Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. The following information on the sample was provided by the customer: after samples coagulate for 30 minutes, they are centrifuged for 10 minutes at 3500 rpm. Sample type: bd vacutainer sst ii. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00579 was filed for a result generated for the same sample with a different reagent lot on a different day and 1219913-2020-00590 was filed for results from the same sample tested with a different lot of reagents on the same day.

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for 1 patient. The result was questioned by the patient. A redraw sample was tested on an alternate method and the result was negative. The original sample had been stored frozen and was tested a month later on two lots of the atellica im cov2t and one result was nonreactive and the other results were reactive. It is unknown which result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00591 was filed on november 30, 2020. December 2, 2020 - additional information: atellica im sars-cov-2 total (cov2t) lot 709005 resulted reactive around the assay cutoff of 1.00 index for one patient and was non-reactive with an alternate method. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. The customer is operational. No further action is needed. MDR 1219913-2020-00579 supplemental 1 was filed for a result for the same sample generated with the same reagent lot on a different day and 1219913-2020-00590 was filed for results from the same sample tested with a different lot of reagents on the same day.